Manufacturer narrative:
Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 1 of 2 for (B)(4). It was reported by the sales rep in portugal that during a posterior spinal fusion procedure on (B)(6) 2022, it was observed that the inserter/tightener key devices were worn and thus, difficult to lock the system. Another like device was used to complete the procedure with a delay of 30 minutes. There were no adverse patient consequences reported. No additional information was provided. This report is for one (1) verse x25 inserter/tightener device. This complaint involves two (2) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4 device history a review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5597113 was released in one batch. ¿ batch1: lot qty of 102 units were released on 29 jan 2021 with no discrepancies. Supplier: depuy : (B)(6) medical as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.